Event description:
On (B)(6) 2009, the pt reported that he attempted to bolus and the infusion device did not respond. He stated that the infusion device is in the run mode and the device does not respond when any of the buttons are pressed. He was instructed to press the menu button and the down button at the same time to unlock the key lock feature and there was no response. He stated that he did not see the key lock symbol on the display. He was instructed to remove and reinsert the battery and an e8 (power interrupt) error was displayed. He was advised to press the check button and he was unable to clear the error. He stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.